Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received (4) four samples and (1) one photo and all samples met the required specifications. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked blood during use. No serious injury or medical intervention reported.